Event description:
Surgeon was reaming the femur and the ria head dis-engaged from the shaft. The surgeon pulled the head out and noticed the clips that hold the reamer cutting head onto the ria tube had broken off and were in the patient's medullary canal. Surgeon did not remove the pieces and completed the procedure.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthesis is unable to provide the date of manufacture without a lot number or the returned product. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested at this time.